Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Additionally, it was reported that resistance was felt when filling the cartridge during the load sequence. Customer changed the cartridge and syringe to resolve the issue. Customer's blood glucose level was 200-300 mg/dl.